Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 145-400 mg/dl. Customer changed the cartridge and infusion set to resolve the reported issue.